Event description:
68 year old white male scheduled for cardiac cath 20 to chest pain had sudden respiratory arrest & ventricular fibrillation during scout filmss.. Due to low cardiac output and unstable blood pressure, an intraaortic balloon pump was inserted. Within one hour of counterpulsation, the balloon pump stopped and could not be restarted. A code of "low vaccum" flashed on the control screen. The balloon pump had to be replaced.